Event description:
It was reported that during transport, the ventilator had a tbatt alarm, all bars lit up, and the ventilator had stopped ventilating the patient. The patient was manually ventilated for the remainder of the transport. No patient harm reported.

Manufacturer narrative:
Further review of the event trace indicates the ventilator issued a patient circuit fault alarm condition that lasted 3 minutes. The ventilator would not appear to be delivering breaths during this 3 minute period. The ventilator also issued an unusually high number (63) of high pressure alarm conditions during this 12.8 minute operational period, both before and after the 3 minute patient circuit fault event.